Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the physician was unable to insert the stylet into lead lumen upon several repositioning attempts. The lead was removed and replaced. The patient had no adverse consequences.